Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported patient notifier anomaly was confirmed in the laboratory and was due to an anomalous patient notifier.

Event description:
It was reported that the patient presented in clinic with the device at eri. The patient reported that no vibratory alert was delivered. Upon interrogation, an alert was displayed with message indicating an associated vibratory patient notifier had been delivered. In clinic a vibratory test was performed and the alert was not felt by patient or nurse. Device was explanted and replaced. Patient was in good condition after event.